Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after placing the temporary pacemaker in the patient, there was no heart stimulation. The patient then had to be intubated and went to operating room to check the position of the temporary pacing electrode catheter. The catheter was positioned well. The doctor had changed the catheter with a new one and then everything was fine. The device was checked at the technical device and it seemed that the electronical patency was fine even till the tip. It was stated that the catheter had to be intubated and because of that the patient had to stay longer in the hospital than they planned. Per follow up information received via ibc on 04may2022, it was stated that the patient had problem with one of the two catheters from lot#gfez1338 and lot# gfey0940, but they did not know anymore with which catheter between these two.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this event would be, "operator error". The device was used for treatment purposes. It was unknown if the device had met all relevant specifications or contributed to the reported event. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "please ensure that the catheter is connected as recommended for pacing or measuring intracardiac electrograms. This device should be used only by or under the supervision of physicians trained in the techniques of transvenous intracardiac studies and temporary pacing." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placing the temporary pacemaker in the patient, there was no heart stimulation. The patient then had to be intubated and went to operating room to check the position of the temporary pacing electrode catheter. The catheter was positioned well. The doctor had changed the catheter with a new one and then everything was fine. The device was checked at the technical device and it seemed that the electronical patency was fine even till the tip. It was stated that the catheter had to be intubated and because of that the patient had to stay longer in the hospital than they planned. Per follow up information received via ibc on 04may2022, it was stated that the patient had problem with one of the two catheters from lot#gfez1338 and lot# gfey0940, but they did not know anymore with which catheter between these two.